Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was fractured. The rv lead also had high rv thresholds and an alert for high svc coil impedance. The defibrillation portion of the rv lead was capped and replaced, the lead remains in use. No patient complications have been reported as a result of this event.